Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction due to pancreatic cancer during an endoscopic ultrasound (eus) gastrojejunostomy (gj) procedure performed on (B)(6) 2024. During the procedure, the electrocautery worked as there was blanching of the tissue. However, the device did not have enough energy to puncture the gastric wall. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.